Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an adverse event occurred. Date of issue is an approximation. The patient stated that they kept being routed back to the ¿start sensor¿ screen when starting a new sensor session because they were unaware that the transmitter had already expired. They were not aware that they needed to go through the pairing process instead of just starting a new sensor session. The patient and their wife stated that the device kept indicating to change the sensor, and because of this they were not getting any readings. The patient became unresponsive and their wife could not rouse them. The patient¿s wife checked a fingerstick which was 50 mg/dl and called emergency medical services (ems). When paramedics arrived five minutes later, they checked the patient¿s blood glucose (bg) which had dropped to 20 mg/dl. They treated the patient with a full bag of fluid via intravenous (IV) therapy (contents unknown). Ems gave the patient the option to be transported to the hospital, but the patient declined due to the coronavirus pandemic. At the time of contact, the patient had experienced a hypoglycemic event; however, they were treated by their wife and was feeling okay. No product was provided for evaluation. The complaint confirmation was unable to be determined. A probable cause was not determined. No additional patient or event information is available.